Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a use error which resulted in peritonitis. It was reported the patient was out of town and did not bring any minicap devices. The patient reused the minicap for six days. The device cracked and subsequently leaked iodine. The patient was hospitalized for three weeks for peritonitis. The patient was treated with unspecified antibiotics for the event. Two days after hospitalization, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, antibiotic therapy for the peritonitis was discontinued and the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. On unreported dates the patient experienced 2 unspecified surgical procedures and would "be on antibiotics for 6 months". No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.